Manufacturer narrative:
Continuation of d10: product ID: 203cx, product type: coaxial umbilical cable. Product event summary: the afapro28 balloon catheter with lot number 17830 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Review of the smart chip data indicated the catheter was used for six applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection). Pressure testing and dissection were performed. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach were observed 1.37 inches proximal to the catheter tip. In conclusion, the balloon catheter did not pass the returned product inspection due to a breach observed on the guide wire lumen, a pin size hole observed on the surface of the inner balloon, and a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received indicating there was fluid in the catheter. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.